Manufacturer narrative:
(B)(4).

Event description:
It was reported that the wearable was overheating. The sensor was inserted into an unknown insertion site on an unknown date. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the wearable was overheating. The sensor was inserted into an unknown insertion site on an unknown date. It was reported by the patient¿s pharmacy that the patient claimed the dexcom device burnt him from overheating. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.